Manufacturer narrative:
The device passed performance verification testing. Original report from the user facility was for a known user programming error. Upon receipt, the device was noted to be missing one case screw. The device history log shows 49 malfunction 1a notations (cpu/display/pwa failure), both of which are not related to overdelivery/misprogramming report. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare pca products is 2.67/million sets.

Event description:
Overdelivery due to user misprogramming reported. Medwatch form received from the user facility states. "Pump was in the concentration mg/mcg mode. Start up concentration was 0.1 mg/ml instead of 1.0mg/ml. This was not adjusted to 1.0 by staff. Pump began delivering morphine at 10 times the correct reate, noticed by staff, stopped and corrected." The pt reportedly did not experience any adverse effects. The actual amount of drug infused was not known.